Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their left top side hurt a lot and they got an abscess at their anchor tooth. At check in patient marked true to pain, infection, inflammation, discomfort, jaw discomfort, chipped and sensitivity. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.